Event description:
User experiencing discrepant bicarbonate results for a couple of weeks. Approximately 22 samples tested in 2008, were effected. Repeat testing performed the next day. Patient 1, initial gave 33 mmol/l; repeat gave 26 mmol/l. User recalibrated and changed cuvettes. If add'l info is received, appropriate notification will be provided.

Event description:
User experiencing discrepant bicarbonate results for a couple of weeks. Approximately 22 samples tested in 2008 were effected. Repeat testing performed the next day. Patient 3, initial gave 34 mmol/l; repeat gave 27 mmol/l. User recalibrated and changed cuvettes. If add'l info is received, appropriate notification will be provided.

Event description:
User experiencing discrepant bicarbonate results for a couple of weeks. Approximately 22 samples tested in 2008 were effected. Repeat testing performed the next day. Patient 2, initial gave 33 mmol/l; repeat gave 26 mmol/l. User recalibrated and changed cuvettes. If add'l info is received, appropriate notification will be provided.

Event description:
User experiencing discrepant bicarbonate results for a couple of weeks. Approximately 22 samples tested in 2008 were effected. Repeat testing performed the next day. Patient 4, initial gave 33 mmol/l; repeat gave 26 mmol/l. User recalibrated and changed cuvettes. If add'l info is received, appropriate notification will be provided.